Event description:
It was reported that during a pci procedure, stent damage occurred. The 90% stenotic lesion was located in the extremely calcified and tortuous proximal right coronary artery (rca). The lesion was not pre-dilated. The physician attempted to cross the lesion with the liberte stent delivery system however, was unsuccessful. Force was applied to the stent delivery system; however, the stent delivery system was still unable to cross the lesion. The physician withdrew the stent delivery system into the guide catheter with resistance. When the stent was removed from the patient, it was noted that the stent was "lifted up. There was no reported patient complications. Patient status is listed as "good."